Manufacturer narrative:
Qc is run every 24 hours. A field service engineer (fse) was on-site. Fse cleaned and replaced multiple hardware parts which resolved the issue. A clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding false high glucose (glu) results generated by the unicel dxc 800 pro synchron chemistry analyzer. Multiple false high glu results were generated. None of the incorrect results were reported outside of the laboratory. There was no affect to patient treatment as a result of this event.